Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ protector p50j there was an issue with foreign matter. It was stated by the customer ¿after preparing endoxan, foreign matter was found in the bladder.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation by our quality engineer team. Upon examination of the sample, foreign matter was observed within the expansion chamber. The foreign matter was identified as hair. As a lot number was not available, a device history record review could not be performed for the defective product. Phaseal products are manufactured according to the international organization for standardization requirements. Before entering the assembly area, all personnel must follow a strict policy to prevent the introduction of foreign matter to the product. Cleaning of the assembly machines is regularly performed to remove possible foreign matter. The site of the foreign matter introduction cannot be determined for this incident. Internal procedure ha-015 describes all the rules and instructions to follow before entering the phaseal area. Before coming into the phaseal assembly area: wash and dry their hands before coming into the clean room. Remove rings and if that is not possible, then wear gloves. Wear the hair and beard cover and check that hair and ears are fully covers. Leave external shoes and use clean room shoes. The bench divides the room in external area and clean room. In each area step only with designated shoes or covers for it. Disinfect the hands. Get a clean room gown dressed and check that it is completely buttoned and fully covers the personal clothing. Check the following: no supplements (jewelry, jewelry pin, no makeup), clean room shoes or shoe covers correctly set, all buttons fastened, the coat sleeve covers personal clothing. Wait some seconds before opening the door. Operators and other habitual personnel of the area wear especial clothes. Fabric is antistatic and do not release fiber. Clean room gowns are made with the same material. New equipment (flow cabinet for visual inspections/re-process) and machines encapsulation have been installed in phaseal assembly and molding area. The brushes for cleaning have been changed for others that not loose fibers. Clearance of assembly machines is performed according to ph-006 and cleaning is performed according to ph-007. During the cleaning, vacuum cleaners are used to remove possible foreign matter found in the lines. Visual inspections during packaging is performed according to ph-307. It is no possible to know which packaging machine was packaged in as the lot is unknown. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.